Event description:
Meter name: one touch profile. Strip name: lifescan ot strips. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: no symptoms. A pt reported they were not able to test on the meter. Had to go to the doctor's office to get tested. Their meter allegedly would power off during use and also had a memory count issue. Unable to test on the meter. The result on the dr's meter is unk. No comparison. Treatment was unk. No further info has been reported.